Event description:
A physician reported that on 12/1/98, while treating a pt in the left cheek, the collagen material leaked at the hub of the syringe. The "adg" needle did not separate from the syringe. Some collagen material splattered onto the face of the physician, but neither the physician nor pt were injured. No medical or surgical intervention was required.